Event description:
A caller reported a cartridge alarm 20 related to an insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer independently changed the cartridge, successfully resumed insulin therapy, and the issue was resolved without needing to contact technical support.